Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 110 which was verified through a review of the event history log by the presence of system error 110 alarms. Evaluation was unable to reproduce the reported symptom. The cause was determined to be loose motor gears. The motor gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 110 (pic counts per cam error) during delivery in the pediatrics department. There was no known patient injury or medical intervention associated with this event. The pump was changed out for another one when the alarm occurred. No additional information is available.